Event description:
The customer obtained positively biased vitros tsh results from non-vitros quality control fluids processed on a vitros eciq from (B)(6) - (B)(6), 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Ocd field service investigated on two occasions and made necessary repairs to multiple subsystems returning the vitros eciq to expected operation. Review of datalogger files also indicated that on one occasion during the timeframe of the events, the customer ran the incorrect controls due to pre-analytical sample mix-up. The root cause of the positively biased quality control results is instrument related.